Event description:
Hole in catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evalaution. A lot history review (lhr) of reui0556 showed four other similar product complaint(s) from this lot number.